Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. Our field service engineer visited the site to investigate the ventilator, but the device was not available in the biomedical workshop. The ventilator was returned to service as the medical team claimed they had no problems with the device. No further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).